Event description:
It was reported that during a lap nissen fundoplication, the tissue pad came off. They were able to retrieve the tissue pad from the patient through the trocar and used another like device to complete the case with no patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.